Event description:
A report that the patient's system was explanted due to infection at the pocket site. The patient's symptoms were redness and pus. The patient was treated with intravenous and oral antibiotics and was doing well after the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were not released by the medical facility.